Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and failure analysis found the instrument had thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of each of the grip tips.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument bipolar cables did not work. A backup instrument of different type was used. The procedure was completed with no reported injury.